Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device communicated properly with the test (B)(6) transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of insulin pump were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer had to press buttons in the twice to took action and screen was cloudy. Customer also report that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.